Event description:
The pt's family member called lifescan and alleged that the pt's meter was reading inaccurately low. The pt performed four control solution tests, all failed. They then tested with a new vial of test strips and it passed. Family member reported that recently the pt tested their blood glucose and obtained a result of 50 mg/dl. The pt ate some glucose tablets and was taken to the hosp. The pt did not receive any treatment at the hosp. No results were reported. The test strips were in good condition and the codes matched. No injury or harm was alleged. This case is being reported as a test strip malfunction.